Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during surgery lens was torn. The procedure was completed with another unspecified lens on same day without any harm to the patient. Additional information has been requested and received stating that upon inquiry with the hospital, it was confirmed that the issue was identified immediately after opening the package. It was also confirmed that no other viscoelastic or cartridges was used.